Event description:
Consumer called to numerous erroneous readings with their meter. Analysis run on clark error grid using mean avg. Reading (282) vs. Bd readings of 521, 408, 166, 161, 155 yielded data points in the c/d zone of thr grid, outside of acceptable limits.